Manufacturer narrative:
(B)(4). Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. No motor error alarm noted. The motor was tested outside of the device and passed. Unit had minor scratched display window, cracked display window, a bleeding lcd glass at the lower portion of the lcd display, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and insulin pump received motor errors. The customer¿s blood glucose level was 437 mg/dl. The customer was hospitalized due to heart condition. The customer reports the drive support cap appears normal. Customer was able to complete insulin pump rewind. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.